Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg is very superficial and her skin around the ipg site is bruised. The patient was advised to consult with her physician to have the implant site evaluated. No additional information is available at this time.